Event description:
It was reported that during a lap chole procedure, the device malfunctioned. The clips were either elevated into the abdomen or malformed. It seemed that there was something missing to hold the clips in place. No pt consequence reported.

Manufacturer narrative:
Damaged jaws. Instrument b: batch# c9d11m; expiration date: 10/04/2011; MFR date: 11/04/2006. Evaluation summary: the analysis results found that the er420 instrument (a and b) was returned with the jaws over twisted. The instrument was cycled and ejected the remaining clips due to the condition of the jaws. The instrument locked out as intended. An investigation has been initiated to address the root cause of the finding. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.